Event description:
Sorin group USA received a report that during a vein harvesting procedure, the optical vessel dissector came apart inside of the pt. All pieces of the product were retrieved. There was no report of pt injury.

Manufacturer narrative:
Sorin group USA received a report that during a vein harvesting procedure, the optical vessel dissector came apart inside of the pt. All pieces of the product were retrieved. There was no report of pt injury. Sorin group has requested the product be returned for eval. To date, no product has been received. A f/u report will be filed when the investigation is complete.